Manufacturer narrative:
G4: 30apr2020. B4: 04may2020. A front bezel was returned for analysis. An investigation was performed and duplicated customer complaint, fault is found on testing. Visual inspection of the navigation(nav) ring internal structure revealed that contamination was found that causes the nav ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported nav (navigation) ring not working. The manufacture's service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The manufacture service technician replaced the front bezel to resolve the reported issue.